Event description:
The pt was scheduled for a novasure procedure. First novasure device (ns2007, lot 13h26rf, exp september 2014) unable to remove from array alarm position. Initially machine alarming, changed gas canister, alarm stopped but array light remained. Worked through novasure operators manual pg 24 array position led illuminated. Went through steps 1 to 7 and replaced device through recommendation of step 7. Device retained for supervisor to return to manufacturer rep after discussion with risk management. Second novasure device used, same lot and expiration device (ns2007 lot 13h26rf, exp: september 2014) after successful ablation surgeon experienced difficult removal of device from pt, device would not retract back into the sheath, surgeon felt that prior devices retracted easily. Surgeon using hysteroscopy revisualized and will contact risk management and manufacturer. The rep for the novasure device came in and reviewed the array issues. He stated if the novasure wasn't placed properly or the uterus size was not within the correct size limits the array light would alarm.